Manufacturer narrative:
(B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had an intraocular lens (iol) exchange surgery on the right eye due to residual astigmatism and decreased visual acuity post cataract surgery. Patient reported symptoms on (B)(6) 2018. The iol was replaced by another iol of a different cylinder and diopter. The patient was doing well when discharged. There was no incision enlargement, no vitrectomy and no sutures. Besivance/lotemax gel/prolensa were prescribed. Visual acuity pre-op (pre-initial implant): 20/25-2 (with correction), visual acuity post-op (post-initial implant): 20/70, visual acuity post-op (post-replacement): 20/40+2. No additional information was provided to johnson and johnson surgical vision, inc.